Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is complaining that the device is pacing too much. Patient was in a month ago with the same complaint and that she felt light headed. The device programming was updated for the patient. The device is still in use. No further patient complications were reported as a result of this event.